Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2016 and the suture was used. It was also reported that, during the procedure, the tech was unsure if it was completely sealed/sterile; error in side of caution. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.